Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs)/ spinal pain. It was reported that there was poor communication. Patient reported that their neurostimulator (ins) won't charge. During the call, the patient was seeing reposition antenna screen when she attempted to charge. Patient stated no matter where she put the recharger (insr) antenna she still got reposition antenna screen. Patient stated they were able to last successfully charge their device maybe 3 weeks ago. It was reported that the patient was unable to communicate with external devices. Over the phone the patient was getting poor communication on the patient programmer (pp). Patient stated she wasn't sure if this would be her 2nd or 3rd overdischarge. Patient stated at one point she talked to her hcp about a non-rechargeable. No symptoms reported. No further complications were reported/anticipated. Additional information received from the patient reported the ins was to be replaced and that the patient was awaiting insurance approval. The rep had tried to jump start the ins but it went dead during the (B)(6) 2018 appointment. No further complications were reported.